Manufacturer narrative:
Upon investigation of the returned device, it was found that a piece of the radiopaque tip 1/16" by 180 degrees of 8f catheter was missing. The cause of the missing piece is not known, however, it is believed to have separated upon removal through the sheath as the physician was unable to find the radipaque tip upon scanning the patient. The patient did not experience adverse clinical sequelae due to the missing fragment of radiopaque tip.

Event description:
After two hours of device use with significant manipulation, the device kinked and was removed from the patient. Upon removal it was found that a small section of the radiopaque tip (1/16" by 180 degrees of 8f catheter) was missing from the device. The physician scanned the patient under fluoroscopy, but was unable to locate the radiopaque tip. The patient experienced no adverse events associated with this malfunction.